Event description:
During investigation into a patient's death MDR reference number: 1644487-2009-01139. Clinicals were received from the coroners office that reported the patient had a suicide attempt taking vicodin in 2007. No relationship to the vns provided. Good faith attempts have been made and thus far no additional details have been received.